Event description:
Customer reports back to back testing on the advantage system with results of hi (>600mg/dl) and 148mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.